Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. The cause of low bg was unknown. The customer was unable to communicate and became disoriented and they were repeating themselves because of the low bg level. The customer received third party assistance from emergency medical services (ems), but the customer did not provide information on how ems addressed bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.